Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the distal right coronary artery with moderate tortuosity, moderate calcification and 100% stenosis, a 1.5x15 rx mini trek dilatation catheter was advanced without resistance and inflated; however, the balloon ruptured on the first inflation at 10 atmospheres. The 1.5x15 rx mini trek dilatation catheter was withdrawn from the patient anatomy without resistance and replaced with a 1.0 non-abbott dilatation catheter which was inflated successfully. A non-abbott stent was implanted and the procedure was successfully completed. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.